Manufacturer narrative:
A product evaluation was completed on the returned oximetry cable. When the cable was connected to a hemosphere system, it caused an oximetry cable malfunction fault. There were no faults when a known working ox prism preamp pcba was installed. The fault returned when the original was reinstalled. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. Per product evaluation, the source of failure was due to the pre-amp interface board therefore the cause was traced to a component failure. Current risk mitigations include testing oximetry cables with keyed connectors that only plug in a given orientation.

Manufacturer narrative:
Additional product code: dqe, qaq, mud, dxn, dsb, qms, fll. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, an oximetry cable was not giving appropriate readings. Issue was resolved by using a new cable. There were no damages and no patient harm. Further information not available.